Event description:
Customer reported issues with the insulin pump. Customer states that they went to the emergency room. Customer states that they have high blood glucose readings. The blood glucose reading is 20 mmol/l. Nothing further reported.